Event description:
A customer reported biased quality control (qc) results for glucose testing. Troubleshooting determined this event is consistent with a malfunction that could have caused a falsely elevated glu or falsely low nbil patient result to be reported. No patient samples were run at this time. There was no report of patient harm as a result of this event.